Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to view all data points on the cgm graph. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.